Event description:
A report was received from (B)(6), an e2 error message was displayed on the console. It is unk if the device was used during surgery. However, it is unk if there was user death or injury. There also was no report of patient injury or medical intervention. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).